Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to hyperglycemia on april 9th with a blood glucose of 540 mg/dl. The customer experienced high blood glucose and vomiting. Customer removed her infusion set prior to going to the hospital and treated herself using the pump. The customer was wearing the insulin pump during the hospitalization. Customer was treated at the emergency room and released. She also mentioned she had a bent infusion set. The customer also reported another hospitalization event on (B)(6) 2017 with a high blood glucose over 1600 mg/dl. The cause of the hospitalization was from diabetic ketoacidosis. The customer reported vomiting and going unconscious from her high blood glucose. The customer was admitted to the intensive care unit for four days and released. The insulin pump will not be returned for analysis.